Event description:
The customer reported to olympus that the light source lamp had gone out with error e102, resulting in dimmed light. After the lamp was replaced, the e102 error resurfaced. Notably, the lamp never went out on the second bulb, and there was no observable effect on lamp brightness. The issue was found during an unknown diagnostic procedure and the procedure was completed with the same device with no delay. There were no reports of patient harm. This report is linked to the report with patient identifier (B)(6).

Manufacturer narrative:
Troubleshooting steps were completed with the customer including cleaning of excess dust from the inside of the unit which resolved the issue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined, as the device was not returned to olympus for inspection. However, it is likely that e102 error occurred due clv-190 lamp was burned out. Addtionally, the customer reported that they saw a layer of dust on the right-side airflow display, so they cleaned the dust from the clv-190. The system operated with the scope and light on continuously for seven hours and no errors were reproduced for that time. Olympus will continue to monitor field performance for this device.